Event description:
The iab was inserted into the pt on 1/23/98 at 8:30 a.m. Due to bleeding at iabp site and condition of the pt, femstop was utilized during ambulance transport to another facility. Also, an extra nurse accompanied the pt until they arrived directly in the operating room. That process went without complication. The iab did not function. Event complications: bleeding/severe-reported-1/26/98. Pt's current status: unk-rpt'd 1/26/98.